Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and pneumonia and the blood glucose reading was over 500 mg/dl. Prior to the event, it was stated that the customer was getting no delivery alarms. Troubleshooting was not performed, because the insulin pump alarmed no delivery during the prime test due to an occlusion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.